Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited a leak in the hose during set up / inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6, and h11. The device was not returned to olympus for inspection. An olympus field service engineer (fse) was dispatched to the user facility, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing o-ring (packing joint) on the hose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a missing o-ring (packing joint) on the hose, water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.